Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue on electrode #4 with a value of 40,000. The high impedance was not observed on the day of surgery. Troubleshooting was performed, which involved reprogramming around the high impedance electrode successfully. The issue was resolved. The cause of the event was unknown.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2014 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.